Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler was unable to fire during fourth reload while being use to transect the stomach. The surgeon was unable to press the green button and squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.